Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was received without its original packaging or label identification. No damage was noted on the returned sample. No leaks were found as the sample was disinfected and prepared for analysis. A functional test was performed and the sample was connected to a 2008k machine for testing. No disconnections or leaks occurred during the testing period. No air bubbles were noted, and there was no level variation on the venous or arterial chamber. Additionally, there were no alarms. No defects were detected with the integrity of the clamps. As the lot number was not provided, a manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combisets shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based on the sample evaluation, the reported issue could not be confirmed. The sample worked as intended during testing, and an associated cause could not be determined.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with another rn familiar with the event. The blood leak occurred with only fifteen minutes remaining in the treatment. There were no machine alarms. Blood was observed leaking from the tubing just after the blood pump segment, before the venous chamber. Upon closer inspection, a slit was noticed on the line where the leak was coming from. There were no leaks noticed during the prime. The rn said there were no changes or disruptions in pressure that could have caused the leak. The majority of the patient¿s blood was returned. Estimated blood loss (ebl) from the leak was less than 100 ml. The patient¿s treatment was ended early. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with another rn familiar with the event. The blood leak occurred with only fifteen minutes remaining in the treatment. There were no machine alarms. Blood was observed leaking from the tubing just after the blood pump segment, before the venous chamber. Upon closer inspection, a slit was noticed on the line where the leak was coming from. There were no leaks noticed during the prime. The rn said there were no changes or disruptions in pressure that could have caused the leak. The majority of the patient¿s blood was returned. Estimated blood loss (ebl) from the leak was less than 100 ml. The patient¿s treatment was ended early. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.